Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient¿s pump was not working and was going to be removed. No further information was provided. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.